Event description:
Philips identified a software defect in intellispace cardiovascular system where the customer is encountering that fetch button was not working as expected. No adverse events or patient harm were reported in the complaint ((B)(4)). Philips is currently updating the risk management matrix for the intellispace cardiovascular product. Until this update is complete, and in an abundance of caution, philips is submitting a regulatory report for all iscv (intellispace cardiovascular) product malfunctions alleged in complaint investigations relating to data availability until the update of the risk management matrix is completed. As such this complaint is assessed as reportable.

Manufacturer narrative:
Philips identified a software defect in iscv (intellispace cardiovascular) wherein the customer encountered that the fetch button was not working as expected. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint (B)(4). Based on the available information, there is no allegation of death or serious injury. The initial report was submitted as an abundance of caution since the iscv risk management matrix was undergoing an update. The issue was investigated. Investigation indicated that when the user was trying to fetch a purged study to be able to merge with another study of the same patient, the fetch button within the merge workflow was not working due to the identified software defect. Based on the investigation and documented risk analysis, the identified software behavior is assessed as having no clinically meaningful impact on patient care or clinical decision making. The affected merge functionality supports administrative organization of multiple studies associated with the same patient within the system database. It does not alter image data, study content, or clinical information, nor does it influence image interpretation, diagnosis, or treatment decisions. All individual studies remain independently accessible and viewable to the user irrespective of whether a merge is completed. The observed issue is limited to the unavailability of the fetch function when attempting to merge into a study that has previously been purged from the repository. This condition is immediately apparent to the user within the workflow. An effective workaround is available: users can retrieve the required study separately via the worklist and then complete the merge operation. This may introduce additional non-clinical user actions but does not result in loss of data, delay in access to images for review, or incorrect clinical information. The risk assessment of the reported issue is performed and concluded that this issue would not be likely to cause or contribute to a death or serious injury if this were to recur and hence this issue is determined as non-reportable. Note: the evaluation method FDA c-code has been updated in this emdr (7172220).